Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. 00mlx mlx 300w xenon lightsource was returned for evaluation. Failure analysis: the xenon lightsource (00mlx) was in used condition. The evaluation identified that the unit had blown fuses and a non-functional power supply unit (psu). To fix this unit, the fuses and psu were replaced. The event of a blown fuse is a failsafe to ensure the safety of the device and the user in the event of an electrical overload. The fuse can be replaced following the information for use (IFU). International electrotechnical commission (iec 60601) certified fuses prevent the risk of harm. This described failure has been addressed through corrective action reports (cars). Root cause analysis: the probable root cause for this is that the specified kilovolt trigger from the power . Supply unit was less than the minimum required by the lamp. The issue with the unit "smoking" could be due to a blown fuse.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was turned on, it started smoking and now does not power on. There was no patient involvement; thus, no injuries, death, or delays were reported.